Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be '1.1 incorrect water flow¿ with a potential root cause of '1.1.1 inadequate heat energy removal from or delivery to the patient due to misdistribution of pad water flow.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." Corrections: d4, d10, h5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device was displaying suboptimal flow rate alert. The nurse stated the patient was trending properly and the trend indicator was neutral. The flow rate was 0.7l/min, and the inlet pressure was -7psi. Per troubleshooting, the neonatal pad was disconnected and reconnected, but the low flow alert reoccurred. Therapy was then stopped and the pads were emptied and disconnected. The device was put into manual control. The inlet pressure was -7spi, the flow rate was 1.7l/min, and the circulation pump was 53%. The pad was added and the flow rate was 1.9l/min, primed, and then stopped.another nurse then brought in a second device and second neonatal pad. They tried to empty the first pad to place it on the second device, but received an alert that it was unable to complete empty pads process. The nurse proceeded to remove the first pad and connect it to the second device. The device primed, then stopped. When the second pad was added to the second device, the flow rate settled at 1.6l/min. She was advised to have the first device sent to the biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was displaying suboptimal flow rate alert. The nurse stated the patient was trending properly and the trend indicator was neutral. The flow rate was 0.7l/min, and the inlet pressure was -7 psi. Per troubleshooting, the neonatal pad was disconnected and reconnected, but the low flow alert reoccurred. Therapy was then stopped and the pads were emptied and disconnected. The device was put into manual control. The inlet pressure was -7 psi, the flow rate was 1.7l/min, and the circulation pump was 53%. The pad was added and the flow rate was 1.9l/min, primed, and then stopped. Another nurse then brought in a second device and second neonatal pad. They tried to empty the first pad to place it on the second device, but received an alert that it was unable to complete empty pads process. The nurse proceeded to remove the first pad and connect it to the second device. The device primed, then stopped. When the second pad was added to the second device, the flow rate settled at 1.6l/min. She was advised to have the first device sent to the biomed for evaluation.